Event description:
The patient contacted animas on (B)(6) 2012 reporting that after swimming with the pump, the pump stopped working and got very hot. The patient stated that the pump emitted a call service alarm which required a reboot and when the pump was powered on the screen was blank and the pump got progressively hotter. The patient stated that there were no signs of physical damage to the battery compartment or cap and confirmed that the cap was secure with no yellow o-ring visible. The patient stated that the display screen appeared cloudy with evidence of moisture behind the display lens. This report is made based on the allegation of the pump temperature issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow-up #2 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with moisture visible behind the display screen. The pump failed to power on and performance testing was unable to be completed. The pump was opened and moisture damage was found on the printed circuit board.